Event description:
It was reported that the customer had high blood glucose level. Customer's blood glucose was 28 mmol/l at the time of incident. Customer informed about high blood glucose on the insulin pump. It was unknown whether the customer was using auto mode feature or not. No further information provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.